Event description:
Family member called on 12/4/02, in regards to pt's one touch ultra meter. Family member does not recall the day of the incident. Family member mentioned that pt's meter kept displaying the word "error" and patient was unable to get a blood glucose reading. Patient was feeling weak, and family member called the paramedics. When the paramedics arrived they tested patient on their meter (brand unknown) and obtained a 22mg/dl. Paramedics tried to give patient some glucose but patient resisted treatment. Paramedics then took pt to the hospital. In the process of taking pt to the hospital, patient passed out. Paramedics treated patient with "IV glucose and some shots". Family member does not recall what pt's blood glucose was at the hospital or what pt's sugar was when pt was released. Patient was in hospital for a couple of hours. Family member does not know what the treatment was in the hospital. When asked what error message did the meter display, family member mentioned that meter only said "error". Lifescan rep sent patient a new meter.